Event description:
The patient reported her infusion device was beeping continuously and "77" was displayed on the screen. The patient stated that the power pack had been in use for four weeks and was a recalled power pack (she could only read the first digits of the lot --#0614). The patient stated that she was aware of the recall but still had some of the recalled power packs. The patient was advised to discard all the recalled power packs and insert a corrected power pack once she was home. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.